Event description:
It was reported that during procedure to reposition the right ventricular lead, the physician noted the atrial lead was dislodged. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.